Manufacturer narrative:
The reported events were lead dislodgement and "screw didn't hold". As received, a complete lead was returned in one piece. Visual inspection found the helix was extended and clogged with blood/tissue. X-ray inspection did not find any anomalies. After cleaning and by applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the right atrial (ra) lead became dislodged and would not hold into place. The ra lead was replaced to resolve the event. The patient was stable.